Event description:
Customer reported getting a high reading of 10.1 mmol/l on his freestyle mini meter, customer told spouse that he didn't feel right. Spouse took him by the arm and lead him into the dining room to sit him down. Customer was uncooperative and appeared to be comatose. She went to get insta-glucose and when she returned, he was beginning to convulse. She made him a sandwhich and gave him orange juice. Another reading was taken on the meter after the food was ingested and a reading of 10.1 mmol/l was obtained. Customer did not trust this reading and compared it to another meter's reading of 5.3 mmol/l.